Event description:
It was reported that the patient recently had osteotomy t12-l1 pedicle subtraction osteotomy with a new rod placed. Unfortunately, broke both rods with mechanical failure at 3 months postoperatively. Additionally the patient then developed pseudoarthrosis. The patient returned to hospital for surgical removal of hardware and re-insertion on (B)(6) 2014.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: visual inspection revealed beach marks on the fracture surfaces, which is consistent with fatigue fracture. It was stated that the patient experienced pseudoarthrosis. These devices are meant to provide support until fusion has occurred. If fusion does not occur, then the implants become overloaded, which can eventually lead to fracture of the device. Conclusion: the most likely cause of the reported event is fatigue fracture due to non-union of the vertebral levels.

Event description:
It was reported that the patient recently had osteotomy t12-l1 pedicle subtraction osteotomy with a new rod placed. Unfortunately, broke both rods with mechanical failure at 3 months postoperatively. Additionally the patient then developed pseudoarthosis. The patient returned to hospital for surgical removal of hardware and re-insertion on (B)(6)-2014.